Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
There was a pump volume discrepancy reported. The actual residual volume 15.2ml was greater than the expected residual volume 8.3ml. They gave the patient a 100mcg bolus of baclofen (date not reported) and the patient did not respond. An x-ray was performed (date not reported) and they could not determine anything from the x-ray as they were only able to observe the catheter tip. The patient was not in withdrawal and was being managed with oral baclofen (dose not reported). A revision surgery had been set up for the patient. Drug delivered via the device was baclofen. It was later reported that on (B)(6) 2013 the patient underwent a revision surgery. They were unable to aspirate through the catheter access port and when the catheter was disconnected from the pump there was no cerebrospinal fluid (csf) back flow. They went to the spinal segment and found the catheter kinked/folded alongside the anchor and when the anchor was removed they confirmed csf back flow. The physician utilized the catheter pin/collet as an anchor as they felt it is "too much plastic".